Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was with main full height cubie drawer. A field service engineer replaced the drawer controller and printed circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system would not power on, users isolated the issue to the main full height cubie drawer. The customer stated that they did not have access to remove medication for a patient but was able to get it from another area. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was with the main full height cubie drawer. A field service engineer replaced the drawer controller, pmc board and released all cubies to resolve the issue.

Event description:
It was reported when using the pyxis medstation es system would not power on, users isolated the issue to the main full height cubie drawer. The customer stated that they did not have access to remove medication for a patient but was able to get it from another area and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.